Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was taken to her local emergency department (ed) on (B)(6) 2017 for slurred speech and left arm weakness. By the time the patient arrived at the ed, the signs and symptoms had resolved, approximately 60-90 minutes after onset. The CT scan of the head in the ed showed "no acute intracranial abnormality; chronic infarct in the left internal capsule and lentiform nucleus". The patient did experience a cerebral vascular accident (cva) prior to hvad implant. The international normalized ratio (inr) on (B)(6) 2017 was 2.36. Per neuro evaluation, it was thought that patient had experienced a cva despite CT scan showing no acute changes and the patient was admitted to the implanting hospital. The patient was started on persantine 75 mg three times daily with and inr goal increased to 2.5-3.5. The patient was eventually discharged home in stable condition on (B)(6) 2017 with no residual from the cva. However, on (B)(6) 2017, the patient was again taken to the local ed after experiencing headaches and constant throbbing in her head, photophobia, and pain rating 10/10. The inr on (B)(6) 2017 was 3.0, however, the inr in the ed was 4.7. Head CT in ed showed 9.8 x 12.2mm hemorrhagic collection central at right sylvian fissure, no mass affect, consistent with acute hemorrhage. Head angio CT on (B)(6) 2017 showed new 2.1x1.9cm iph in right temporal lobe 6 exerts mild mass affect on the right lateral ventricle. The patient was given 2.5mg vitamin k subcutaneous at the outside hospital. The patient was admitted to the implanting center, and given 1 unit fresh frozen plasma (ffp) and 5mg oral vitamin k. The patient's symptoms resolved and the cva did not progress any further. Per neuro recommendation, coumadin, aspirin and persantine were held for 2 weeks. Anticoagulation was resumed on (B)(6) 2017. Patient was listed as status 1a for recurrent neurologic complications. The patient is currently stable.